Event description:
(B)(4). I had the essure device implanted in (B)(6) 2009. Yes the device was provided by my insurer. My first side effect was heavy bleeding and blood clots which has progressed to include unpredictable periods that last 4-14 days, extremely painful intercourse on 10 occasions (not able to walk after and legs numb), severe daily wraparound pain in the ovary area, severe constant cramping in my uterus, excessive bloating, severe fatigue, swelling/ lack of feeling of joints in knees, hands and feet, hives, hair loss, fibromyalgia (diagnosed 2013).